Event description:
Ous MDR - after an implantation time of about 3 months, it was reported that the pt was first defibrillated and resuscitated by the emergency room physician because of ventricular fibrillation. The pt was admitted to the hosp and died in the course of the night from (B)(6) 2012 of heart failure. The ICD could no longer be interrogated. The device was explanted. A first visual inspection of the ICD showed sparkover traces on the ICD housing.

Manufacturer narrative:
Ous MDR.